Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient sustained a fall which resulted in a multi part fracture around the prosthesis. Surgeon removed insert, head, stem and tip. He replaced with a cone conical construct.